Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the battery was depleting quickly. Additionally, the insulin gauge was inaccurate. There was no impact to the customer¿s blood glucose. Although requested, the customer did not upload the pump data logs for tandem technical support to perform a log review to determine a possible cause. Reportedly, the issues resolved and the customer continued to use the pump for insulin therapy.